Event description:
Ivr-premix spontaneous communication from "pt reported premix cassette problem. Pt reported that it was not latching into the pump. She tried both pumps. There was a high pressure message on one of the pumps because the cassette is not latching to that pump. Unknown serial number of the affected cassette. Pt has ekit on hand and will be using to mix tomorrow. Current order is for replacement ekit." Unknown if doctor's office was aware. No additional information to report at this time. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Did the reported product fault occur while in use with the patient? Yes. Did the reported product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes, upon patient return. Did we replace the device? Yes. Did the patient have backup device they were able to switch to? Yes, ekit. If yes was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.